Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The pt had their neurostimulator removed due to possible premature battery depletion and was implanted with a new device. Further info was requested from the healthcare professional.